Event description:
Patient presented to the physician with ongoing neurapraxia symptoms, including a lisp, difficulty chewing, and tongue weakness since the implant procedure. Physician brought the patient into the operating room, and upon surgical exploration of the neck incision site, the hypoglossal nerve was observed to be swollen and bruised. Physician removed the stimulation cuff from the nerve to allow the nerve to heal and closed. Physician plans to re-evaluate the patient in six months.